Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) ranging from 396-552 mg/dl; cause was unknown. Customer completed a supply change, gave a correction bolus via the pump and manual injection to address the bg level. Additionally, customer was "tricking pump with carbs" to increase insulin delivery. Recommendation was made to consult with healthcare provider regarding diabetes management.